Event description:
It was reported that the user experienced a low blood glucose reading of 63 mg/dl without an identifiable precipitating factor and was instructed to treat with 15 grams of fast-acting carbohydrates, which the user understood and followed. Symptoms included hypoglycemia. Outcomes included resolution through oral glucose administration. Investigation included troubleshooting and user education on hypoglycemia management. Investigation of this case revealed no device malfunction reported and no identifiable device-related cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.